Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the touchscreen was cracked. Parts of the screen were unresponsive; however, the customer was able to continue to use the pump for insulin therapy. Customer¿s blood glucose level was 98 mg/dl.